Event description:
It was reported the pt's stimulation was turning off. A por condition was noted and the battery measurements were inconsistent. The pt experienced a return of tremor in the left arm. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.